Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose level was 605 mg/dl. Customer was admitted in hospital due to heart attack which was not related to insulin pump as reported by customer. Customer were declined for troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.